Manufacturer narrative:
A non-cordis stent (xience) stent was implanted to treat the target lesion. The lesion was pre-dilated prior to stent implantation. The procedure was completed successfully. There was no patient injury reported. The product will not be returned for analysis because it remains implanted. The physician did not indicate any anomalies prior to use. The physician indicated that the tracking difficulty and withdrawal difficulty occurred due to the calcification and tortuosity proximal to the target lesion. There was no report of any anomaly noticed on the device prior to use. There was no report that the device or the other devices used kink or bend at any time prior to the resistance/friction. Concomitant medical products: tgv-support and runthrough guidewires, launcher 7f sl4 guide catheter, tazuna 2.5, I-p22 balloon, terumo sheath and xience stent. The cypher select plus (B)(4) product is not distributed in the united states, however, it is similar to the united states' cypher sirolimus-eluting coronary stent. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
The information received indicated that the patient was admitted with a 90% stenosis in the distal left circumflex. The lesion was de novo, moderately calcified and moderately tortuous. After predilation a 3.0 x 8mm cypher select plus was being delivered to the target lesion, but the stent became stuck proximal to the target lesion due to the calcification. Then anchor balloon technique was conducted, but it did not deliver the cypher select plus and so attempts were made to withdraw it, however, the physician had difficulty retrieving it due to the calcification proximal to the target lesion. The cypher select plus did not advance any further, and it could not be retrieved from the patient due to the calcification. The stent did not reach the target lesion. In order to avoid the stent dislodgement, the cypher select plus was implanted proximal to the originally planned target lesion because there was stenosis there. There was no healthy tissue covered with the cypher select stent implanted, as the physician indicated that there was a stenosis proximal to the target lesion and the physician decided to implant the cypher select plus there because there was withdrawal difficulty with it. It is unknown if the stent was post-dilated. A non-cordis stent (xience) stent was implanted to treat the target lesion. The procedure was completed successfully. There was no patient injury reported. The product will not be returned for analysis because it remains implanted. The physician did not indicate any anomalies prior to use. The physician indicated that the tracking difficulty and withdrawal difficulty occurred due to the calcification and tortuosity proximal to the target lesion. There was no report of any anomaly noticed on the device prior to use. There was no report that the device or the other devices used kink or bend at any time prior to the resistance/friction. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Crossing profile inspection and fpi and lpi test results were reviewed and no anomalies were found. Stent crimped process and stent retention values were reviewed and no anomalies were encountered during manufacturing process of this lot. Review of lot 15239047 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Although the device is not available for analysis, based on the reported information and as reported by the physician, the tortuous and calcified vessel characteristics contributed to the difficulty tracking to the lesion and withdrawal difficulty resulting in implanting the stent at an unintended site. There is no indication of any manufacturing issues related to the events; therefore, no corrective actions will be taken.

Event description:
The information received indicated that the patient was admitted with a 90% stenosis in the distal left circumflex. The lesion was de novo, moderately calcified and moderately tortuous. A 3.0 x 8mm cypher select plus was being delivered to the target lesion, but the stent became stuck proximal to the target lesion due to the calcification. Then anchor balloon technique was conducted, but it did not deliver the cypher select plus and so attempts were made to withdraw it, however, the physician had difficulty retrieving it due to the calcification proximal to the target lesion. The cypher select plus did not advance any further, and it could not be retrieved from the patient due to the calcification. The stent did not reach the target lesion. In order to avoid the stent dislodgement, the cypher select plus was implanted proximal to the originally planned target lesion because there was stenosis there. There was no healthy tissue covered with the cypher select stent implanted, as the physician indicated that there was a stenosis proximal to the target lesion and the physician decided to implant the cypher select plus there because there was withdrawal difficulty with it. It is unknown if the stent post-dilated.